Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting discrepant magnesium result generated on the alinity c processing module, serial number (B)(6)for one patient sample. Service inspected the instrument, performed multiple troubleshooting procedures, and determined the alnty c-series sample p (04s51-01) the likely cause of the discrepant result as it may have been contaminated by gel from a short sample. Service replaced the probe, and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alnty c-series sample p (04s51-01) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alnty c-series sample p (04s51-01) was identified.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The results were not reported out. The following data was provided: processed on (B)(6)2022 initial result: 2.53, repeated at 1.08/0.86/0.85/1.13/2.12/0.84 uom = mmol/l customer¿s normal range 0.7-1.0 mmol/l no impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The results were not reported out. The following data was provided: processed on (B)(6) 2022 initial result: 2.53, repeated at 1.08/0.86/0.85/1.13/2.12/0.84 uom = mmol/l. Customer¿s normal range 0.7-1.0 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.